Manufacturer narrative:
(B)(4). Evaluation: wash zone manifolds, wash zone 2 probes. A field service representative (fsr) was dispatched to the account. The fsr replaced the wash zone manifolds, replaced the probes in wash zone 2 and cleaned the process path after which no further issues were reported. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The initial report was submitted under brand name abbott architect total b-hcg reagent, (B)(4) manufacturing site. It was determined that the investigation should be performed on brand name abbott architect i2000 analyzer, (B)(4) manufacturing site.

Event description:
The account stated that an initial architect total b-hcg result of 69.82 miu/ml was generated. The sample was repeated and a result of < 1.2 miu/ml was generated. There was no report of impact to patient management.